Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient reported "read other patients' stories via online source indicating reported of ruptures." No indication of side. Device remains implanted.